Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed the right atrial lead was undersensing p waves - which have been chronically small for about 18 months - and oversensing far-field r waves. The lead remains in use. No patient complications have been reported as a result of this event.